Manufacturer narrative:
Evaluation results: the injector and cartridge were not returned for evaluation; however, the lens was received and visual inspection shows no visible damage. Clear surgical residue on product. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
During insertion of a collamer intraocular lens, model cc4204bf + 23.0 diopter, the lens stuck to the foam tip plunger in the indigo-p injector, and wouldn't advance. No patient injury.